Event description:
Device 1 of 5. Reference MFR reports: 1627487-2013-03093, 03094, 03095 and 03096. The pt received 2 occipital scs leads (off-label) with different lot numbers. The pt also received 2 scs extensions with different lot numbers. It was reported the pt was no longer receiving stimulation due to her pt programmer continuing to shut off. F/u identified lead diagnostics showed invalid impedance values for the pt's scs lead(s). A sjm rep was unable to resolve the issue with programming. F/u also identified the pt was experiencing an increase in recharge burden. Subsequently, the pt was referred to the surgeon for potential surgical intervention. Further f/u identified x-rays showed the scs extensions had disconnected from the scs ipg header. The pt underwent a revision for the scs extensions; however, during the revision the scs leads were damaged. Subsequently, the physician decided to replace the entire scs system with exception of the scs anchors. The issues were resolved with the placement of the pt's scs system.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.